Event description:
Additional information received. When trying to suck the solution, the needle does not allow it to pass, the needle has to be changed to continue with the procedure. Customer provided to us the additional information on 28.sep.2023. Has there been any harm to the patient or healthcare professional trying to remove the medication? (Ex.: delay in treatment, injury, etc. - detail) no. If yes, please describe the clinical impacts and interventions that were made due to the damage: not appliable. What was the medicine and the type of bottle? Saline and heparin. For the next 3 questions, we attach photographs sent by the client. If the needle is observed through the lumen, is it possible to observe an obstruction? Does the needle have resin on its entire surface? Does the white resin spread over the needle further than usual? Could you send photos and/or videos of the needle so that the reported deviation can be observed? I inform you that the 3 pieces in the photographs are available at the procomsa tijuaja branch for collection.

Manufacturer narrative:
Photos received for investigation. Through visual evaluation, white foreign matter is observed on the needle and hub. Foreign matter is identified as epoxy, which is the adhesive used to join the cannula with the hub. A review of the device history was performed for lot 2272816, maintenance record related to the incident reported was identified. Based on the teams investigation, possible root cause is associated with resin applicator nozzle failure, which caused the clogged needle. Vision system was adjusted and updated.

Event description:
It was reported that 15 bd¿ precisionglide¿ needles were blocked. The following information was provided by the initial reporter, translated from spanish: "when trying to suck the solution, the needle does not allow it to pass, the needle has to be changed to continue with the procedure."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.